Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a hardware error message patient experienced on (B)(6) 2014. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint states the patient experienced a hardware error message on receiver. The product was provided for investigation (see related psr for investigation results). Device failed exterior visual inspection, usb (j3) connector disconnected from pcba. Due to the condition of the returned device; the customer complaint and root cause was unable to be determined.